Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error message on the insulin pump. Customer's blood glucose reading was 12.8 mmol/l. Troubleshooting for the motor error on the insulin pump was performed. Customer advised that the drive support cap is flush. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion test. No motor error alarm noted and the motor was tested outside of the device and passed. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted. The drive support cap was inspected and no anomaly was noted.